Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. Pacing lead impedance was normal with good r-waves. Boston scientific technical services (ts) recommended bringing the patient in for additional testing, changing vectors, doing isometrics and testing the integrity of the system through commanded shocks. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.